Event description:
Disconnection with blood loss reported. Report received from abbott international affiliate, abbott middle east states "the extension set is detached easily from the luer lock which is a very serious problem that leads to massive blood loss from the patient." Additional information received states that the patient required urgent blood transfusion and the patient recovered. Abbott international has queried saudi arabia many times to obtain further patient, treatment, and product component information, but none has been available. Additional specific information regarding amount of blood loss was not able to be obtained. No further information was available.